Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for a potential closure complication issue. The exact root cause could not be determined. It is possible that a pseudoaneurysm occurred after use of an angio-seal and surgical intervention was performed to resolve the issue. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6b: explanted date: unknown if the device was explanted. E3: occupation: risk manager. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received an FDA medwatch report # (B)(4). The event description states: "pseudoaneurysm following angio-seal closure. Patient required surgical repair of pseudoaneurysm. What was the original intended procedure?: 1. Aortogram and right lower extremity arteriogram. 2. Angioplasty right common femoral artery (5x40 dcb). 3. Angioplasty distal right femoral-popliteal bypass (4x40 dcb, 4x40 mustang, 4x20 mustang). Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not applicable." Additional information was received on 06feb2025: a pre-deployment angiogram was performed. No difficulties with arterial access, sheath, guidewire, or catheter insertion. No issues with insertion, deployment, or withdrawal of the device. There was no blood loss. The patient was stable. Multiple sticks were not performed to gain arterial access. The puncture site was below the common femoral artery or a low stick. Surgery groin exploration evacuation of hematoma with direct arterial repair of femoral artery; ruptured femoral artery.